Event description:
It was reported a peritoneal dialysis (pd) patient is on temporary hemodialysis due to a pd catheter (not a fresenius product) infection. The patient was initially on hd in mid (B)(6) 2021 and then returned after the pd catheter was pulled on (B)(6) 2021. Attempts to obtain additional information were unsuccessful. No additional information was provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the event reported in MFR 8030665-2021-01673 was related to a catheter site infection, and is not a reportable event related to fmcrtg products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 8030665-2021-01673.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a peritoneal dialysis (pd) patient is on temporary hemodialysis due to a pd catheter (not a fresenius product) infection. The patient was initially on hd in mid (B)(6)2021 and then returned after the pd catheter was pulled on (B)(6) 2021. Attempts to obtain additional information were unsuccessful. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of pd catheter infection. However, there is no documentation in the complaint file to show a causal relationship between the infection and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. Although the culture results and cause of the infection are not available, there is no allegation that a fresenius product caused or contributed to the pd catheter infection. Based on the available information, the patient¿s pd catheter exit site infection is unrelated to the use of the liberty cycler set.

Event description:
It was reported a peritoneal dialysis (pd) patient is on temporary hemodialysis due to a pd catheter (not a fresenius product) infection. The patient was initially on hd in mid-(B)(6)2021 and then returned after the pd catheter was pulled on (B)(6) 2021. Attempts to obtain additional information were unsuccessful. No additional information was provided.